Event description:
The lay user/pt contacted lifescan alleging the meter displays an error 5 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.